Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate hv therapy. Programming changes were recommended. The patient was stable.

Event description:
New information received notes that programming changes were made. The patient was stable after the event.